Event description:
Tampon string completely broke [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.